Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of occluded cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 15 mmol/l (270 mg/dl) between 37 and 48 hours of wearing the pod. The reporter stated the pod was not delivering insulin, and their personal diabetes manager (pdm) had an alarm for high bg levels. The pod was removed from their hip/buttocks, and the cannula was found to be blocked. As treatment a new pod was applied.

Manufacturer narrative:
The report indicated there was an alarm for occlusion to alert the user. Insulet¿s analysis of the provided information deems that the reporting requirements were not met and therefore, this event is no longer considered reportable.